Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3539 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported during a PICC line insertion several guides (the one included in the PICC line kit, nitinol guide 0.018, cope mandril 0.021) were damaged as soon as they passed through the puncture needle. I had to change the puncture needle to be able to pass my guide and put my PICC line. Clinical consequences observed: threefold increase in application time. Patient with pain. Need to puncture several times. Use of additional equipment. Precautionary measures and actions taken: call for a delegating doctor. Several punctures.